Event description:
It was reported the patient experienced an increase in pain and received intense electrical shocks when the device was turned on. It was also reported the patient believed their device was not "configured correctly" and tried to have it "fixed" two years prior to report. The patient reportedly also had pain at the implant site. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)